Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, the reported event can be attributed to saline entering into the electrode during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the connection between the electrode, cable and working element was observed to be smoking and charring with burnt marks. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the electrode and connection block were inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to the original equipment manufacturer (OEM) for a physical evaluation. A visual inspection of the received condition of the device was performed and found the shaft of the electrode was bent at approximately 110mm from distal end. The active wire is exposed and also shows signs of charring on the red insulation at the proximal end of the wire. The distal tip shows signs of activation. The black polymer contact former is missing from the proximal end of the electrode. The proximal section also shows signs of severe charring. The connector cable also shows signs of charring where the electrode enters the connector. Based on similar complaints related to the reported device and reported event, the damage sustained would suggest internal activation has occurred, most probably attributed to saline ingress during the procedure.